Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the torn chordae and the worsened mitral regurgitation. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Prior to use of the mitraclip system, the incorrect size transseptal needle was advanced and inadvertently punctured the superior vena cava. The patient became hypotensive and was treated with fluids and medication. The procedure continued with the insertion of the clip delivery system (cds). A couple grasps were performed with the cds when the patient became hypotensive again with blood pressure in the 40s. A large pericardial effusion was found. Thoracostomy was performed and cardiopulmonary resuscitation was performed while the cds and the steerable guide catheter remained in the heart. 300 cc of blood was drained from the pericardial space and the blood pressure improved. Chordae had become torn from CPR while the cds remained in the heart. The mr grade was worse than 4. The cds and sgc were removed. The patient underwent surgical replacement of the mitral valve. The patient tolerated the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The tissue damage appears to be related to procedural conditions (due to CPR (cardiopulmonary resuscitation)). The mr appears to be related to the torn chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.